Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt stated to have pain since the original surgery in 2007 and a revision surgery was scheduled for (B)(6) 2011.

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Event description:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. During the visual examination the durom acetabular component presented small amount of minor scratches on the porous coating and third body particles on outer ridges of the rims. The metasul ldh large diameter head presented minor scratches in random orientation on the articulating surface and minor scratching on the face. The metasul ldh head adapter presented minor scratching on the face. The modular neck presented red blotch of third party material on its end.